Event description:
It was reported that during a da vinci sacrocolpopexy procedure, the mega needle driver instrument and small grasping retractor instrument installed on arms 2 and 3 collided inside the patient. The resulting friction from the collision caused some debris to fall into the patient. No adverse outcome or injury was reported. On (B)(6) 2014, intuitive surgical inc. (Isi) contacted the initial reporter who indicated the two instruments collided causing black teflon debris from the main tube of both instruments to fall into the patient. The material was successfully irrigated and removed from the patient. Multiple antibiotic lavages were performed. No x-rays were taken. The mega needle driver instrument was discarded. Medwatch MFR report 2955842-2014-05154 was submitted to address the small grasping retractor instrument.

Manufacturer narrative:
The instrument was discarded; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Based on the information provided, this complaint is being reported due to the following conclusion: tube abrasions with material removed fell into the patient. Per the initial reporter, the material was retrieved.